Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The issue was likely isolated to the system pcb, however due to part obsolescence, physio replaced the device to resolve the reported issue.

Event description:
The customer contacted physio-control to report that their "device will not pass thru splash screen". In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.